Manufacturer narrative:
This report is associated with argus (B)(4) biotene original oral rinse ((B)(4)).

Event description:
Suffered from (B)(6) case description: this case was reported by a consumer and described the occurrence of (B)(6) in a male patient who received glucose oxidase (biotene original oral rinse ((B)(4))) mouth wash (batch number (B)(4), expiry date 31st december 2017) for product used for unknown indication. On an unknown date, the patient started biotene original oral rinse ((B)(4)). On an unknown date, an unknown time after starting biotene original oral rinse ((B)(4)), the patient experienced (B)(6) (serious criteria gsk medically significant) and drug maladministration. The action taken with biotene original oral rinse ((B)(4)) was unknown. On an unknown date, the outcome of the (B)(6) and drug maladministration were unknown. It was unknown if the reporter considered the (B)(6) to be related to biotene original oral rinse ((B)(4)). Additional details, adverse event information was received via voicemail on 03 june 2016. The girlfriend reported her boyfriend drank from the same bottle of the product and suffered from (B)(6) of the mouth. No additional information was collected on the boyfriends condition or experience.